Event description:
Additional information was received that rv lead fracture was suspected but not confirmed. The rv lead was explanted and replaced to resolve this event.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but this was not confirmed. X- ray imaging and provocative testing were performed; no anomalies were noted. No intervention has been performed. The patient was stable.